Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation failure to interrogate and a lack of pacing. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted, and that therapy was unavailable. When connected to an external power source, the device passed all tests and operated normally. No component or battery-related issues were identified. Laboratory analysis was unable to determine the cause of the reported clinical observation.

Event description:
It was reported that the patient presented to the hospital due to a stroke. It was observed that the patient was not receiving any pacing from the pacemaker and the device could not be interrogated; the device was assumed to be at end-of-life. The patient had underlying third degree heart block with an escape rhythm of approximately 40 beats/minute. The patient had been lost to follow-up since implant and was also taking anti-coagulant medication and was believed to have been non-compliant with the regimen. The device was replaced without complication and returned for analysis.

Manufacturer narrative:
Correction: please see additional patient code in section f.

Event description:
It was reported that the patient presented to the hospital due to a stroke. It was observed that the patient was not receiving any pacing from the pacemaker and the device could not be interrogated; the device was assumed to be at end-of-life. The patient had underlying third degree heart block with an escape rhythm of approximately 40 beats/minute. The patient had been lost to follow-up since implant and was also taking anti-coagulant medication and was believed to have been non-compliant with the regimen. The device was replaced without complication and returned for analysis.

Event description:
It was reported that the patient presented to the hospital due to a stroke. It was observed that the patient was not receiving any pacing from the pacemaker and the device could not be interrogated; the device was assumed to be at end-of-life. The patient had underlying third degree heart block with an escape rhythm of approximately 40 beats/minute. The patient had been lost to follow-up since implant and was also taking anti-coagulant medication and was believed to have been non-compliant with the regimen. The device was replaced without complication and is expected to be returned for analysis.